Manufacturer narrative:
(B)(4).

Event description:
The patient received two leads with the same lot number. The patient reported she experienced pain at the lead site when she leans back. Diagnostics indicated multiple high impedance contacts. Reprogramming was attempted to no avail. The patient also experienced overstimulation at the lead site which radiates down her legs. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2016 to explant and replace the entire system. Effective stimulation was restored post-operatively. The issue of pain has resolved.